Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2013. Revision of knee components due to unrelated infection.

Manufacturer narrative:
Unknown. There were 2 devices on the purchase order, additional information was requested and not obtained on the implanted device. (B)(4), expiration date: 09/24/23 , mfg date: 09/30/13. (B)(4), expiration date: 10/08/23, h4.mfg date: 10/11/13. The complaint products were not received for analysis. Information was reviewed and the report found the residual play between the design of the tibial spacer and tibial tray was comparable to another study and acceptable. The frequency of occurrence ranking scale is very low; therefore, this does not appear to be design-related. There are no reported user-related issues. The company is not aware of receiving any complaint reports involving another part from this manufacturing lot 1918766 and 2706824 of 40 and 20 pieces respectively. The company is not aware of any other complaint report involving a tibial tray from the manufacturing lot 2819503 and 2833388, both of 50 pieces. Complaint data from 2014 through 2018 involving the reported failure for these devices was reviewed. The investigations for those incidences have not identified any evidence that a manufacturing issue caused or contributed to this reported issue. Therefore, this does not appear to be manufacturing-related. There are no user-related issues. The revision reported was likely the result of micromotion between the tibial spacer and the tibial tray leading to metal on metal wear. This likely caused metallosis which lead to the reported infection. However, since the devices were not returned it cannot be confirmed that micromotion between the tibial spacer and the tibial tray was a significant source of the metal wear found during the revision in a review of the labeling it is a known complication that a patient's age, weight, activity level, and or trauma would cause the surgeon to expect early failure of the system. It is a known complication that there may be superficial or deep infections with joint devices. As part of the preoperative assessment, the surgeon must ensure that no biological, biomechanical, or other factors exist that might adversely affect the surgery and/or postoperative period. Revisions or surgical interventions are a known complication found in joint replacements. Device specific risks - fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. Excessive wear of the implant components secondary to impingement of components or damage of articular surfaces. Metal sensitivity reactions or other allergic/histological reactions to implant materials. Possible detachment of the coating(s) on the components, potentially leading to increased debris particles. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. This device is used for treatment, not diagnosis.

Event description:
It was reported that a patient experienced a revision surgery of a left knee joint devices due to infection. Upon opening the knee, metal on metal wear was noticed. There was micromotion of the augment on the tibial tray and the implant was removed in situ with no attempt to disassociate the tibia. No additional information is available. This is one of five products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00450, 1038671-2017-00451, 1038671-2017-00453 and 1038671-2017-00454.